Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to incontinence. Following implant the patient experienced infection, urinary and bowel problems, and dyspareunia. It was reported that the patient underwent mesh excision/cut sling on (B)(6) 2012 due to unable to urinate and many utis.

Manufacturer narrative:
Date sent to FDA: 12/8/2016. It was reported that following insertion, the patient experienced urinary retention.